Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the torque-limiting ratchet handle was not functioning properly. The range of tolerance was outside of the specifications. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted and it states that the complaint condition is due to an unknown cause. Initially, the product conformed to all requirements and was inspected and it conformed to the synthes inspection. The actual measurements were from 6.18 - 6.87 nm, with an average torque of 6.52 nm. Additionally, the collar of the adaptor had become un-swaged from use. Upon disassembly, no excessive wear was noted. The root cause could be failure to recalibrate the torque device at a regular interval.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis.the device history records were reviewed and no complaint related issues were found.(B)(4)